Manufacturer narrative:
The customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported that the end user tried to use with an extension tubing (2n3349), and it was stuck, kelly clamps were used, the tubing was noticed to be stuck inside blue clamp. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Sample availability is unknown at this time. No additional information was available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of "lo" (less than 1.1 mmol/l) and 7.6 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give a numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l.